Event description:
It was reported the customer was hospitalized on (B)(4) 2015. The customer's spouse stated the customer was unresponsive, prompting them to be hospitalized. Customer's blood glucose was 68 mg/dl at the time of admission. The customer's spouse stated the cause of the customer's low blood glucose was unknown. Customer was discharged from the hospital 3 hours after being admitted. The customer's spouse declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.